Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 6 atmospheres. Furthermore, the rupture was noted at the center of the balloon. The device was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.